Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 3.0x38 mm xience xpedition stent was implanted in the mid right coronary artery. The patient had chest tightness on (B)(6) 2016 and again on (B)(6)2016. The patient was admitted to the hospital on (B)(6) 2016. Coronary angiography was not performed because of the patients severe renal failure. The patient was discharged on (B)(6) 2016. Two stents were implanted in (B)(6) 2016. Two stents were implanted in early 2017. The physician reports the chest tightness is possibly related to the study stent and procedure. No additional information was provided.